Event description:
While the venrilator was connected to a pt alarms were generated. The oxygen concentration increased itself without adjustment of the setting. The customer heard a slamming noise form the valve. Smoke and a bad odor appeared. The pt was manually ventilated. There was no pt injury.